Manufacturer narrative:
The suspect device was returned by the customer to the manufacturer but the device was lost by the manufacturer before an investigation could be completed. The manufacturer is unable to locate the device so no investigation of the device can be performed. Other text : returned device lost before investigation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset.